Event description:
It was reported that the patient fell a month ago and stimulation was really strong on the right leg, but patient needed stimulation to be in her left leg to cover the sciatic pain. The patient tried increasing stimulation on wednesday and it still would not give her coverage. The patient was directed by her health care professional (hcp) to page the manufacturer representative for programming. The patient was in pain in her knee and foot too, but when the sciatic pain was there it overwhelmed the other pains. The patient was in agony. It was reviewed that the patient's implant was capable of covering pain in another part of the body with other leads, but it was dependent on how the hcp used the system and the original intention of the hcp. An x-ray has not been done to determine if the lead moved. The patient has scoliosis. Her outcome was indeterminate at the time of this report. Additional information has been requested, but was unavailable as of the date of this report. Please refer to manufacturer report # 3004209178-2012-05927.

Manufacturer narrative:
Product ID: 748951, serial#: (B)(4), implanted: (B)(6) 2004; product type: extension, product ID: 7434a, serial#: (B)(4), implanted: (B)(6) 2004; product type: programmer, patient, product ID: 7425, serial#: (B)(4), implanted: (B)(6) 2004; product type: implantable neurostimulator, product ID: 3888es6, lot#: n26657, implanted: (B)(6) 2004; product type: lead, product ID: 3777-75, serial#: (B)(4), implanted: (B)(6) 2008; product type: lead, product ID: 37752, serial#: (B)(4), implanted: (B)(6) 2008; product type: recharger, product ID: 37743, serial#: (B)(4), implanted: (B)(6) 2008; product type: programmer, patient, product ID: 3550-29, lot#: n141220, implanted: (B)(6) 2008; product type: accessory. (B)(4).